Event description:
It was reported that a back screw loosened and came out of the handpiece during a total joint surgery. Another device was used to complete the procedure without a procedural delay. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back screw to loosen over time.